Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/11/2018 that on (B)(6) 2018, there was a reported missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.